Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing could not be completed due to loss of lock. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed that the electrode ground ring sleeve was dislodge. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during the revision surgery. System lock could not be obtained after temperature exposure. The electrode condition prevented some of the electrical tests from being performed. The device failed the electrical test performed. This is an interim report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection of the device revealed that the electrode ground ring sleeve was dislodged as well as cut on the electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained after temperature exposure. The electrode condition resulted in out of range impedance values. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across and between some of the electrical components. The device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions have been implemented for possible sources of the leak. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.